Event description:
The pt was coming off bypass floowing open heart surgery and the IV pump running "epi-norspi-dobadamine" and carrier alarmed remove sets and shut down, the pump was replaced with a second unit which was programmed then started to pump, ran 1 to 2 minutes and the same message and shut down. A third pump was setup but had error 307 on channel c. A fourth pump was setup but problems persisted with several other devices. The pt had to be placed back on pump as she became unstable and was never able to come off bypass and expired.